Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Results: one sample was returned. The sample was visually inspected. White circular fm was observed on the needle hub. The obtained spectra indicated that the fm is likely a filter from a blunt filter needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6188782. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported ther ewas foreign matter in the fluid path way of a 18 g x 1 1/2 in. Bd¿ blunt filter needle . No medical interventions were reported.